Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that cooling system of a heater-cooler system 3t broke and it is no longer reparable. Therefore, the unit has been dispositioned by the hospital and will no longer be in use. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database analysis revealed that no similar event was reported since unit installation in 2009, neither a concerning trend has been identified. Based on the collected information and considering also the manufacturing date of the unit (2009), the most likely root cause of the issue is a failure of the cooling system. Following the investigation of similar complaints, a potential breach in the cooling coil may occur due to the stirrer flow within the tank leading to erosion of the cooling coil. This could allow water to enter the cooling circuit and compressor unit, that could result in an increased leakage current and subsequent tripping of the circuit breaker. A review of the service history revealed that an erosion kit upgrade, featuring a new pump head design for the stirrer motor to prevent water flow toward a confined area of the evaporator coil, was installed in 2020. Thus, the erosion can be excluded as potential contributor to the reported event and the most likely root cause is related to the corrosion process affecting the coils and has progressed over time.